Event description:
The recipient' electrode array had reportedly folded over. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed near the electrode ground ring prior to receipt. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.